Manufacturer narrative:
Device power up properly after battery installation. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display or insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device received with scratched case. No missing retainer noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working and had motor errors. Customer reported that the insulin pump was no longer running insulin through the infusion set and had unexplained no delivery alarms. Customer stated that near the reservoir of the insulin pump the black ring was gone and plastic chip was missing of the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.